Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
No delay was reported.

Manufacturer narrative:
E1:no.1, section 4,(B)(6) (added due to character limitation in respective field) . The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the visera 4k uhd xenon light source could not adjust the light automatically. The issue occurred during preparation for use for unknown therapeutic procedure. There were no reports of patient harm.